Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages.